Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number(B)(4). Premarket submission # k083689 k142596 k191910 general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: 686n030005 hours of operation: 11337 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The customer specified (B)(6) 2025 as the date of the incident. According to the device history, the device was not in operation on the day of the incident. The last time it was switched off was on (B)(6) 2025 and then only switched on again on (B)(6) 2025. No anomalies could be detected. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A long-term test was carried out with a flow rate of 100ml/h, but there were no abnormalities. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. The reported error, that the pump "stopped working during operation without any apparent reason and without giving a signal" could not be reproduced in our tests. The days before, during and after the day of the incident, the device sent in by the customer was not in operation according to the device history.

Event description:
According to the customer: "the perfusor stopped working during operation without any apparent reason and without giving a signal. The display suddenly went black. This perfusor was used to administer catecholamine to an unstable patient. The problem was only noticed when the patient's blood pressure dropped rapidly. During the search for the cause of this blood pressure drop, the perfusor was identified. User error can be ruled out as the perfusor was working perfectly before, the power supply was ensured, and the syringe was correctly inserted."